Event description:
It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, hen attempting to energize and resect a polyp, it could not be energized. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. The procedure was completed with this original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: a captivator small oval stiff snare was received for analysis. Visual inspection of the returned device revealed no damages. Continuity and electrical testing were performed, and the device was found within specification. No other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. The device was returned without any problems on it, and after a continuity and electrical test, the device was tested with the erbe plugged to it and the erbe shows no problem supplying the energy to the snare. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, hen attempting to energize and resect a polyp, it could not be energized. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. The procedure was completed with this original device. There were no patient complications reported as a result of this event.